Manufacturer narrative:
This event was previously reported with aware date of jun 2 in MFR # 2017865-2023-23907

Event description:
It was reported that the right ventricular lead exhibited oversensing due to noise. The lead was capped on (B)(6) 2023 and replaced. The patient was stable and asymptomatic.